Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection was performed. A coil was returned without an introducer sheath or a delivery wire. The coil was noted to be stretched proximally. There was blood on the fiber bundles of the coil. Upon microscopic inspection, the coil zap tip shape and surface was smooth. The coil interlocking arm was missing. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06nov2014. It was reported that the coil would not deploy. A 10mm x 20cm interlock¿-35 was used to treat the target lesion located in the pelvic vein. During the procedure, while placing the device towards the target area, the coil failed to detach from the interlocking arm. The physician retracted the whole coil and proceeded with another of the same device without any issues. No patient complications reported and the patient status was stable. However, device analysis revealed that the interlocking arm of the coil was missing.